Manufacturer narrative:
This event occurred between (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between january 11, 2019 - january 12, 2109. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.